Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that the indicated phenomenon was caused by the failure of the scope light guide tip, but they were unable to identify what caused the scope light guide tip to fail. The repair department stated that the light guide tip was contaminated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see update in h5.

Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). Sorc checked the device and duplicated the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the distal end of the light guide connector of the endoscope fell off inside the output socket. There was no report of patient injury associated with the event.